Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues loading the device? What part of the colon was the device fired on? On which firing did the issue occur? On which part of the anastomosis did the issue occur (proximal/distal transection, creating common channel, etc.)? What color setting was selected on the device? Was the device able to be fired? If so, how far? Where in the firing sequence did the device block? Was the firing knob able to be returned to the home position? Did the firing knob break off? If so, did any pieces fall into the patient? If so, were they able to be retrieved? How was the device ultimately removed from the tissue? Were there any issues noted with staple formation? If so, please describe the shape and location. Was the patient hospitalized or had the hospitalization extended due to the issues experienced with the device? Was additional treatment necessary? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was blocked on the patient's colon during the stapling what caused the tearing of the sectioning handle during it use. No patient consequences. Patient hospitalized because of his intervention. Use of another device.